Event description:
The manufacturer received information alleging an issue with a ventilator's active exhalation control module. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, the device failed to step during testing and a "service required" code was found in the ventilator's downloaded error log. The device's active exhalation control module and sensor board will be replaced to address the issue. Device has been evaluated; however, the components have not been replaced pending customer approval of the estimate.